Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2017 with the following findings: a review of the black box showed a short battery life. The pump electrical current draws were within specifications. Unrelated to the original complaint, corrosion was found in the battery compartment. The battery compartment was cracked alongside of the pump. The pump leaked at the battery compartment. The pump was opened to find no further evidence of moisture.